Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and the error 32101 and 1007 were not confirmed or replicated. Remote fe recorded error 32101 pointing to encoder on the acs. The unit was tested on an in-house system I normal mode with no triggered errors. Unit was also tested on a pftp where all test passed. A visual inspection was performed and found short circuit on the acs and insertion stator connector.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error fault appeared, and the customer allegedly had to recover the error fault continuously. An operating room (or) nurse contacted the technical support engineer (tse) after the procedure to report the issue. The procedure was already completed at the time of the call with no report of patient injury. The tse was informed that the site power cycled the system, but the error continued to occur. It was stated that once the universal side manipulator (usm) was disabled, the system completed self-test. At this time, it was unknown if the procedure was completed in its original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition but was unable to replicate the issue. The fse replaced the universal surgical manipulator (usm) 2 due to intermittently errors 32101 and 1007 found in logs pointing to an usm2 issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm2 was analyzed and tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a patient side cart fixture test platform (pftp) where all test passed. A visual inspection was performed and found short circuit on the axes controller spar (acs) and insertion stator connector which was caused by fluid intrusion. The complaint was confirmed based on the failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following possible related system errors: 32101 (arm fault reaction logic (frl) hit because of a high-side switch error on universal surgical manipulator (usm)2 (acs). Error points to +5v to encoder). 32096 (the ac_2e node has reported temperature readings). 908 (the acs in usm2 is reporting error log full). 1007 (power monitor error on acs board in usm2 for unknown fault (48)). 906 (the acs in usm2 is reporting error log full). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to a short circuit in the acs and insertion stator caused by fluid intrusion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and the reported problem of error 32101 and 1007 which was confirmed as having occurred in the field and replicated. Remote fe recorded error 32101 pointing to +5v t encoder on the acs. The unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where all test passed. A visual inspection was performed and found short circuit on the acs and insertion stator connector which was caused by fluid intrusion.

Event description:
Refer to h11 for follow-up information.